Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and had history of noise. Boston scientific technical services (ts) suggested increasing ra sensitivity from fixed 0.5 mv to 0.25 mv or 0.15 mv. This lead remains in service. No adverse patient effects were reported.